Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. The event reported is confirmed, it was found to be due to the occurrence of a known design defect following investigation of the data log files. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a communication failure occurred during an applicative testing part of preventative maintenance.